Event description:
The end user reported that while ambulating in his home, the crutch bent and he fell. No serious injury.

Manufacturer narrative:
End user was recovering from a surgery to repair an achilles tendon tear/rupture. His leg was splinted and he was ambulating with the assistance of crutches. He stated he was taking pain medication post operatively. He was ambulating in his home when apparently one of the crutches bent under the armpad and he fell. He did not incur any serious injury. He had followed up with his surgeon who did not believe there was an injury to his ankle. They did place a cast, below the knee, for additional protection. Sample was not returned for evaluation. We are unable to confirm the incident or identify a potential root cause. This MDR is being filed because of the reported fall and subsequent placement of the leg cast.